Event description:
Caller reported a cgm error related to the sensor. There was no adverse impact to the customer¿s blood glucose level. Cts provided guidance for a pump reset, and after completing the reset process, the caller successfully initiated their sensor session without further errors.